Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot cvfbv8 conformed to the specifications when released to stock. Failure analysis - the valve failed the tests for programming and pressure. The valve was visually inspected; no defect was noted. The valve passed the tests for occlusion, leak, and reflux. The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted on the housing. Root cause - the possible root cause for programming and reported issue could be due to biologicals debris observed in the housing. As mentioned in the IFU : accumulation of biological matter within the valve can: - cause difficulties adjusting the valve setting with the tool kit - impair the anti-reflux function

Event description:
N/a.

Manufacturer narrative:
Root cause update: the root cause for the programming and reported issue could be due to biologicals debris observed on the housing, as noted in the IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2025. Revision surgery was required due to valve failure resulting in acute hydrocephalus. No additional information has been provided after several attempts.